Event description:
Patient is on a ventilator and was taken to MRI for a study. During the study, the ventilator became disconnected from the trach. The ventilator did not alarm when the disconnect happened.